Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the proximal end of the 6f .070-inch judkin's right (jr) 4 100cm vista brite tip guiding catheter was cracked while flushing it before surgery. There were no reports of patient injury. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the proximal end of the 6f .070-inch judkin's right (jr) 4 100cm vista brite tip guiding catheter was cracked while flushing it before surgery. The procedure was completed by changing to another vista brite tip guiding catheter. There were no reports of patient injury. Prior to opening, no damages were found on the device or device packaging. The device was stored and prepped in accordance with the instructions for use (IFU). The device was not pulled from the packaging by the hub, nor was it torqued or "steered" by the hub. The user was trained in the use of the device. The returned ¿6f .070 jr 4 100cm¿ catheter unit was received in non-sterile condition and evaluated. Visual inspection revealed multiple kinked and bent sections along the catheter guiding body at approximately 19.0 cm, 23.5 cm, 29.0 cm, 56.0 cm, 57.5 cm, and 82.5 cm, as well as a noticeable crack in the luer hub. Dimensional analysis was performed near the kinked and bent regions and confirmed that all outer and inner diameter measurements were within the specified limits. Functional analysis, including flushing and aspiration, was not performed due to the presence of a crack in the hub, which compromised the device's integrity. Microscopic inspection further confirmed the presence of a longitudinal crack extending along the length of the luer hub body. The reported event ¿luer hub-cracked¿ was observed during the evaluation. The exact cause of the damages cannot be determined; however, over-tightening when connecting to an ancillary device such as a syringe may be a related factor. Information for safety is provided in the product¿s labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿inspect the guiding catheter before use to verify that its size, shape and condition are suitable for the specific procedure,¿ and ¿do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information and product analysis, the cause of the "luer hub-cracked" could not be determined; however, it is potentially related to the manufacturing process of the unit. Therefore, an investigation has been initiated to further review the potential causes. No further action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the proximal end of the 6f .070-inch judkin's right (jr) 4 100cm vista brite tip guiding catheter was cracked while flushing it before surgery. The procedure was completed by changing to another vista brite tip guiding catheter. There were no reports of patient injury. Prior to opening, no damages were found on the device or device packaging. The device was stored and prepped in accordance with the instructions for use (IFU). The device was not pulled from the packaging by the hub, nor was it torqued or "steered" by the hub. The user was trained in the use of the device. The device will be returned for evaluation.